Manufacturer narrative:
H6; code 400: damaged firing mechanism. Facility experienced an event with endopath endoscopic linear cutter on 6/25/97 while performing a lung resection. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974012. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: lockout position, broken; cartridge condition, fully fired; cartridge return batch number, ej0158; and instrument number, 500. Functional tests & results: condition of firing trigger lockout, condition of pinion gear, condition of short rack, and condition of yoke, good; and was instrument cycled, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Due to the damaged firing mechanism the instrument may become difficult to release from tissue. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The device was used during a lung resection procedure. It was reported by the affiliate that the device did not cut properly. It was reported that the jaws of the device would not open. It was also reported that the reload cartridge fell into the patient. The reload unit was retrieved from the patient. There was no patient consequence.